Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The device was filled with 4200mg of fluorouracil hs in 115ml 0.9% sodium chloride. The issue was observed prior to use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: february 24, 2017 ¿ february 28, 2017. One actual folusor unit was received for evaluation. A visual inspection was performed and white drug residue was identified at the blue winged luer cap. A functional leak test was performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. No signs of a leak were observed at the blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.